Manufacturer narrative:
The operating system was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ssd was tested and initially booted to the grub menu. They selected ubuntu and then loaded to log-in screen. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis the software logs were received and are under analysis at this time. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system was working as intended. (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while on site to replace the computer for an unrelated event the clinical specialist (cs) booted the system up and it went right to the grub/ubuntu menu. The cs was able to walk through the steps to recover the system. The cs sent in an image stating that two items in the scroll menu showed a red failed mark and that they were unable to choose f or I when trying to go through the steps. There was no patient involvement.